Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-32307. Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007763 have already been previously tested in the (B)(4) on 12/feb/2025. The reference samples were tested for flow. All test results were within specifications as per the test report databae (B)(4) complaint test report. And additional tests for the reference samples were documented for the malfunction soft cannula found kinked upon removal from infusion site, under section 6.45. And the visual inspection was found within specifications. Device history record (DHR) review: the lot 6007763 was manufactured according to the work instruction (wi) version (B)(4) manufactured in the line 3, on 28/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site, under section 6.45 and lot 6007763 and another 11 complaints have been registered in database for the same lot 6007763 and malfunction code.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusion set cannula kinked event on 04-nov-2024. The event occurred within three hours of insertion and sometime more than 3 hours. The insertion site was abdomen. The infusion set was in use for less than 12 hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-32307 - device 5 of 5.